Event description:
Healthcare worker came into contact with h2o2. He experienced burning with whitening of the skin on his left thumb pad and some residual hardness at the contact site after unwrapping a load in which the biological ampule had broken. The load had successfuly completed its cycle. The worker rinsed his thumb under water for 15 mins and then went to see a workers' compensation doctor for care. The following day asp personnel followed up, he stated his thumb was bandaged. During in-servicing, he was instructed to not scrub for surgery. Additional follow-up revealed symptoms resolved in one day.